Event description:
It was reported that display on demo pump did not turn on during checking after pump was returned. There was no reported impact to the customer¿s blood glucose level. Pump was replaced.